Manufacturer narrative:
Results: the neuron 6f 053 delivery catheter (neuron 053) was ovalized on its distal shaft approximately 89.0 and 98.0 cm from the hub. Conclusions: evaluation of the returned neuron 053 revealed multiple ovalizations on its distal shaft. These ovalizations were likely a result of forcefully gripping or otherwise mishandling the device during preparation for use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed that a neuron 6f 053 delivery catheter (neuron 053) was kinked on the back table. The damaged neuron 053 was found prior to use and therefore, was not used in the procedure. The procedure was completed using another catheter.